Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where patients and orders were not crossing over. A technical support specialist (tss) dialed into the server, updated the patient details in ephi, and executed the downtime structured query language (sql) query, during which a delay was observed. The disconnected flag was verified to be set to 0, and it was noted that the carefusion coordination engine (cce) time was not current. The interface utility was deployed, the system was refreshed, and the sql query was re-executed, after which cce messages were confirmed to be current. The external messaging service, data sync service 1.0, bd maintenance service, and network services were restarted. The server was reviewed and the last heartbeat was verified as current, patient information was confirmed to be displaying correctly on the server, no errors were observed on healthsight viewer (hsv), and new messages were confirmed to be flowing from cce. The customer was contacted and asked to verify from their end, and the customer later confirmed that messages were successfully crossing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all the patients and orders were not crossing over. However, there were no delays or adverse events or injuries reported based on this event.